Event description:
Per telephone conversation on (B)(6) 2019, reporter experienced adverse effects from essure. The most unbearable being chronic pelvic pain that was severe and painful, it affected her activities of daily living. She also experienced headaches, joint pain, weight gain, abdominal bloating/distention and overall discomfort. Reporter advised she had the device explanted in a hysterectomy on (B)(6) 2018 and has been feeling great after the surgery. All her symptoms improved and gone.